Manufacturer narrative:
Manufacture evaluation visual inspection of returned product showed the threaded portion of the screw is broken off and this piece was not sent back for investigation. Without the threaded portion it is impossible to determine the part number of this screw, based on the dimensions of the hcs 4.5 screw. Without the broken fragment not all relevant dimension can be verified and without lot number, no DHR review is possible. This complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity. There are thread shaped stress marks visible at the screw shaft, this is an indication that an excessive contact with another part could have caused this breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The unknown 4.5mm headless screw has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Event description:
During a (B)(6) 2013 calcaneal osteotomy insertion surgery of 4.5mm headless screw into a calcaneus fracture, it was reported that the screw broke at the distal head. The surgeon removed the proximal portion of the screw and left the distal tip in the calcaneus. Surgery was completed by inserting two additional 4.5mm headless screws. It was reported that, due to this event, an additional 20 minutes was added to surgery. This report is for an unknown 4.5mm headless screw. This is 1 of 1 report for (B)(4).